Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with fault ID 0x277d, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, but malfunction alarm recurred, so technical support arranged replacement pump under warranty, instructed customer to use backup insulin pump until replacement arrived, guided customer on storing and returning malfunctioning pump, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement, all of which customer understood and acknowledged.